Manufacturer narrative:
The device return is anticipated; however, at the time of this report, the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. While the subject device has not been returned to verathon following this reported event, the device was evaluated in may 2025 for a separate issue which verathon confirmed and deemed the device unrepairable. A "not for human use" label was attached to the device and returned to the israeli importer as requested. The device was subsequently sent back to the hospital noting that the device could not be repaired and must be replaced. The facility continued using the device despite the "not for human use" label and instruction to replace the device. The glidescope video laryngoscopes operations and maintenance manual (omm) contains the following warning: "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged. Always ensure that alternative airway management methods and equipment are readily available."

Event description:
A facility reported during clinical use of a glidescope titanium lopro t4 reusable laryngoscope, the light source was functioning while outside the patient. However, once the blade was inserted into the patient, the light turned off, resulting in loss of visibility. No delay in the procedure, use of a backup device, or harm to the patient was reported.